Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the pulse generator was interrogated, loss of telemetry occurred. Measured battery data at interrogation was 2.59 v, 10.1 kohms with a remaining longevity of 0.25 years.